Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On b)(6) 2013, the lay user/reporter in b)(6), the patient¿s mother, contacted lifescan to report the one touch ultraeasy meter would not power on. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On b)(6) 2013, the patient immersed the reported meter in water and afterwards the meter would not power on. The manufacturer warns the user not to allow any liquids to enter the meter ports. The patient manages his diabetes with insulin pump therapy. The patient did not have a backup meter available to test his blood glucose levels. On b)(6) 2013, at 9:45 pm, the patient experienced the symptoms of shaking, dizziness, pallor, feeling cold and feeling faint. The patient¿s mother discontinued his insulin pump, and administered treatment with sugar and cake. The patient did not seek any medical attention. The meter and test strips were replaced. There was misuse of the product by exposing it to water, after which the meter would not power on. However, as the patient suffered symptoms suggesting severe hypoglycemia and received treatment with food after this occurred, this complaint is being reported.